Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2003, st. Jude tissue valve implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited intermittent failure to capture. The patient was noted to have been experiencing fatigue, weakness and shortness of breath. The lead remains in use. No further patient complications have been reported as a result of this event.